Event description:
It was reported that the customer had high blood glucose levels of 350 mg/dl. The customer reported that the insulin pump alarmed no delivery multiple times during bolus. The customer indicated having symptoms consistent with high blood glucose levels including nausea. Troubleshooting was done. The customer reported that there were no visible leaks or air bubbles on the insulin pump. The customer also reported that the needle of the infusion set of the insulin pump looked normal. The customer stated that they did not want to troubleshoot for recurring alarms. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.